Manufacturer narrative:
This device is not approved to be marketed in us. However, a similar device# 8699100 with 510k# k981676 and UDI (B)(4) is approved to be marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: t9-s2ai and l5-s1 type of procedure: posterior spinal fusion at t9-s2ai and posterior lumbar interbody fusion at l5/s it was reported on an unknown date, post-op, rods on the each side near l5/s were found broken. Patient underwent revision surgery for the replacement broken rods. Patient complications were reported as unknown due to this event.

Manufacturer narrative:
Product analysis result: visual optical microscopic dimensional visual review confirms rod breakage. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant deformation at multiple locations along the length of rods due to apparent rod bending. Microscopic examination of the fracture surface identified a fairly flat fracture surface with shear lips towards the end of the break indicating material overload. Dimensional examination of the outer diameter of the rod confirms dimension is within print specification. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.